Event description:
It was reported that the right atrial (ra) lead impedances were trending down. The ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2007; 402452 implantable pacing lead (B)(6) 1999. (B)(4).